Manufacturer narrative:
(B)(4) - mesh exposure; dyspareunia; mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).

Event description:
It was reported that a patient underwent a sling procedure in 2007 to treat stress incontinence. Following the procedure, the patient experienced dyspareunia, vaginal pain and recurrent incontinence. On exam, the patient had exposed mesh in the vagina. The patient underwent an explant of mesh on (B)(6) 2009. No further information was provided.